Event description:
It was reported that the balloon was fractured. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 10mmx2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon was fractured while crossing the catheter. The procedure was completed with another of the same device. No complications were reported, and the patient was stable following the procedure.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination revealed that a hypotube break was noted at 61.8cm distal to the distal end of the strain relief. Multiple kinks were also noted. No kinks or damages noted at the polymer shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Tip showed no signs of tip damage. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A photo was attached to the complaint record. However, it is not applicable to the reported failure. The photo showed the outer box packaging of the wolverine device.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that the balloon was fractured. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 10mmx2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon was fractured while crossing the catheter. The procedure was completed with another of the same device. No complications were reported, and the patient was stable following the procedure.